Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via the call center and forwarded by our local affiliate ((B)(4)). Initial and f/u info received on (B)(6) 2009 respectively, were processed together. This case involved a (B)(6), female, pt, who received poly-l-lactic acid therapy sometime in 2006. The pt received 8.0 ml to the right and left cheek, and 0.2 ml to the right and left nasolabial folds. Relevant medical history was reported as (B)(6) and a low ferritin. Concomitant medication info was not mentioned. Sometime in (B)(6) 2009, the pt developed nodules on the nasogenian sulcus and cheeks. Deflazacort (denacen) and tacrolimus (protopic) were given as corrective treatment. After one week of therapy, the pt was described as recovering. The physician reduced the dose of deflazacort and was waiting to re-evaluate the pt. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusions: no faults detectable. Reporter's casualty assessment: not provided.